Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer was calling about the return policy to return his insulin pump. Customer was dissatisfied with the pump because he was having problems with the infusions. Customer stated that 1 in 4 ends up with a no delivery alarm. Customer also stated that the holster snapped and the trends are progressing down. At this point the medtronic representative's computer had to restart. Customer was informed and asked if he could be called back once the computer restarted. Customer was called back but there was no answer. Customer was left a voicemail message. No additional information provided.